Event description:
It was reported while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate two (2) tubes underfilled. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received one photo from the customer for investigation. The photo showed amount of specimen drawn into tubes is lower than draw specification for product. This tube does not have a fill line. Therefore, 50 retention samples from bd inventory were visually inspected with no visible defects. In addition, 10 retention samples were draw tested, and all tubes were within specifications with no defects identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was able to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate two (2) tubes underfilled. No health impact or consequence reported.